Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/mild pain in pelvic area monthly'), uterine leiomyoma ('fibroids after the essure was implanted') and diabetes mellitus ('blood or heart disorder / condition - type: diabetes') in a 30-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, type 2 diabetes mellitus (uncomplicated, uncontrolled) and c-section. Essure confirmation test should the coils and the tubes fused properly. Previously administered products included for birth control: nuvaring in 2008; for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2009, penicillins and acyclovir. Past adverse reactions to the above products included urticaria with nuvaring, penicillins and yaz. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2017 and etonogestrel since (B)(6) 2017 for birth control as well as aripiprazole (abilify) since (B)(6) 2018, empagliflozin (jardiance) since (B)(6) 2015, escitalopram oxalate (lexapro) since (B)(6) 2015, ethinylestradiol;levonorgestrel (aviane), etonogestrel (nexplanon), levonorgestrel (mirena) (B)(6) 2014 to (B)(6) 2015, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since (B)(6) 2015 and trazodone since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 20 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced attention deficit hyperactivity disorder ("psychological or psychiatric problems adhd"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain / mild pain in abdominal area monthly"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change") and back pain ("lower back pain / severe pain in lower back area monthly"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection") and vulvovaginal discomfort ("vaginal irritation"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the uterine leiomyoma, diabetes mellitus, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, bacterial vaginosis, attention deficit hyperactivity disorder, post-traumatic stress disorder, vaginal discharge, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, abdominal pain, back pain, bacterial vulvovaginitis, migraine, headache, anaemia, vaginal infection and vulvovaginal discomfort outcome was unknown. The reporter considered abdominal pain, anaemia, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, weight decreased and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Approximate weight at the time of essure placement 245 lbs. Surgical pathology report: uterus, cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: no significant pathologic changes. Uterine corpus: metal coil present in right cornu. Endometrium: proliferative endometrium. Myometrium: leiomyomata. Left fallopian tube: metal coil present. Right fallopian tube: no significant pathologic changes. Per social media ((B)(6) 2020): she was complaining if vaginal discomfort one week post esssure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical and social media record received. This case is medically confirmed. Event" vaginal discomfort" was added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pain in pelvic area monthly") and uterine leiomyoma ("fibroids after the essure was implanted") in a (B)(6) female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concomitant products included etonogestrel since (B)(6) 2017 and nuvaring from 2015 to 2017 for birth control as well as empagliflozin (jardiance), escitalopram oxalate (lexapro), eugynon (aviane) and janumet. On (B)(6) 2011, the patient had essure inserted. On (B)(6) -2014, 3 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change"), abdominal pain ("abdominal pain / mild pain in abdominal area monthly") and back pain ("lower back pain / severe pain in lower back area monthly"). In (B)(6) 2017, the patient experienced diabetes mellitus ("diabetes"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (removal of essure). At the time of the report, the pelvic pain, uterine leiomyoma, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, bacterial vaginosis, mental disorder, post-traumatic stress disorder, vaginal discharge, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, diabetes mellitus, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, menorrhagia, menstrual disorder, mental disorder, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure was successfully occluded . Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: reporter and patient¿s information were updated. Essure lot number and concomitant medications were added. Furthermore the events ¿vaginal bleeding¿, ¿menorrhagia¿, ¿bladder disorder¿, ¿urinary tract disorder¿, ¿dysmenorrhea¿, ¿painful intercourse¿, ¿bacterial vaginosis¿, ¿pelvic pain¿, ¿mental disorder¿, ¿post-traumatic stress disorder¿, ¿anxiety¿, ¿depression¿, ¿vaginal discharge¿, ¿fatigue¿, ¿gastrointestinal disorder¿, ¿epiploic appendagitis¿,¿ visual disturbance¿, ¿weight gain¿, ¿weight loss¿, ¿diabetes¿, ¿abdominal pain¿, ¿back pain¿ and ¿uterine fibroids¿ were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pain in pelvic area monthly"), uterine leiomyoma ("fibroids after the essure was implanted") and diabetes mellitus ("blood or heart disorder / condition - type: diabetes") in a 30-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for birth control: nuvaring in 2008; for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2009, penicillins and acyclovir. Past adverse reactions to the above products included urticaria with nuvaring, penicillins and yaz. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2017 and etonogestrel since august 2017 for birth control as well as aripiprazole (abilify) since (B)(6) 2018, empagliflozin (jardiance) since (B)(6) 2015, escitalopram oxalate (lexapro) since (B)(6) 2015, ethinylestradiol;levonorgestrel (aviane), etonogestrel (nexplanon), levonorgestrel (mirena) (B)(6) 2014 to (B)(6) 2015, metformin hydrochloride;sitagliptin phosphate monohydrate (janumet) since (B)(6) 2015 and trazodone since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change"), abdominal pain ("abdominal pain / mild pain in abdominal area monthly") and back pain ("lower back pain / severe pain in lower back area monthly"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems adhd"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, anaemia ("blood or heart disorder/condition type: anemia") and vaginal infection ("vaginal infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (removal of essure). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine leiomyoma, diabetes mellitus, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, bacterial vaginosis, attention deficit/hyperactivity disorder, post-traumatic stress disorder, vaginal discharge, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, abdominal pain, back pain, bacterial vulvovaginitis, migraine, headache, anaemia and vaginal infection outcome was unknown. The reporter considered abdominal pain, anaemia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Approximate weight at the time of essure placement 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure was successfully occluded. Essure confirmation test should the coils and the tubes fused properly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs received. Event vaginal infection added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pain in pelvic area monthly") and uterine leiomyoma ("fibroids after the essure was implanted") in a 30-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring in 2008; for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2009 and penicillins. Past adverse reactions to the above products included urticaria with nuvaring, penicillins and yaz. Concomitant products included etonogestrel since (B)(6) 2017 and nuvaring from 2015 to 2017 for birth control as well as aripiprazole (abilify) since (B)(6) 2018, empagliflozin (jardiance) since (B)(6) 2015, escitalopram oxalate (lexapro) since (B)(6) 2015, eugynon (aviane), janumet since (B)(6) 2015, levonorgestrel (mirena) (B)(6) 2014 to (B)(6) 2015 and trazodone since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 5 months 29 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change"), abdominal pain ("abdominal pain / mild pain in abdominal area monthly") and back pain ("lower back pain / severe pain in lower back area monthly"). On (B)(6) 2014, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced diabetes mellitus ("blood or heart disorder / condition - type: diabetes"). On (B)(6) 2015, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems adhd"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, weight decreased ("weight loss") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (removal of essure) and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, uterine leiomyoma, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, bacterial vaginosis, attention deficit/hyperactivity disorder, post-traumatic stress disorder, vaginal discharge, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, diabetes mellitus, abdominal pain, back pain, bacterial vulvovaginitis, migraine, headache and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Approximate weight at the time of essure placement 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure was successfully occluded essure confirmation test should the coils and the tubes fused properly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Events added from pfs- adhd, blood or heart disorder/condition type: anemia, bacterial vaginitis, migraines, headaches. Event pain / mild pain in pelvic area monthly, blood or heart disorder / condition - type: diabetes, weight increased, fatigue, dyspareunia onset date / time were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pain in pelvic area monthly") and uterine leiomyoma ("fibroids after the essure was implanted") in a 33-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring; for an unreported indication: yaz and penicillins. Past adverse reactions to the above products included urticaria with nuvaring, penicillins and yaz. Concomitant products included etonogestrel since (B)(6) 2017 and nuvaring from 2015 to 2017 for birth control as well as empagliflozin (jardiance), escitalopram oxalate (lexapro), eugynon (aviane) and janumet. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 1 month after insertion of essure, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change"), abdominal pain ("abdominal pain / mild pain in abdominal area monthly") and back pain ("lower back pain / severe pain in lower back area monthly"). In (B)(6) 2017, the patient experienced diabetes mellitus ("diabetes"). On an unknown date, the patient experienced uterine leiomyoma (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (removal of essure) and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, uterine leiomyoma, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, bacterial vaginosis, mental disorder, post-traumatic stress disorder, vaginal discharge, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, diabetes mellitus, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, menorrhagia, menstrual disorder, mental disorder, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Approximate weight at the time of essure placement 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/mild pain in pelvic area monthly'), uterine leiomyoma ('fibroids after the essure was implanted') and diabetes mellitus ('blood or heart disorder / condition - type: diabetes') in a 30-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, type 2 diabetes mellitus (uncomplicated, uncontrolled) and c-section. Essure confirmation test should the coils and the tubes fused properly. Previously administered products included for birth control: nuvaring in 2008; for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2009, penicillins and acyclovir. Past adverse reactions to the above products included urticaria with nuvaring, penicillins and yaz. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2015 to 2017 and etonogestrel since (B)(6) 2017 for birth control as well as aripiprazole (abilify) since (B)(6) 2018, empagliflozin (jardiance) since (B)(6) 2015, escitalopram oxalate (lexapro) since (B)(6) 2015, ethinylestradiol;levonorgestrel (aviane), etonogestrel (nexplanon), levonorgestrel (mirena) (B)(6) 2014 to (B)(6) 2015, metformin hydrochloride since (B)(6) 2015 and trazodone since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ gen. Abnormal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 20 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced attention deficit hyperactivity disorder ("psychological or psychiatric problems adhd"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain / mild pain in abdominal area monthly"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), epiploic appendagitis ("appendagitis"), visual impairment ("eye sight has change") and back pain ("lower back pain / severe pain in lower back area monthly"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss") and experienced menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), post-traumatic stress disorder ("post-traumatic stress disorder") with anxiety and depression, anaemia ("blood or heart disorder/condition type: anemia"), vaginal infection ("vaginal infection"), vulvovaginal discomfort ("vaginal irritation"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complication") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bacterial vaginosis, vaginal discharge, abdominal pain, vulvovaginal candidiasis and genital haemorrhage had resolved and the uterine leiomyoma, diabetes mellitus, menstrual disorder, bladder disorder, urinary tract disorder, dyspareunia, attention deficit hyperactivity disorder, post-traumatic stress disorder, fatigue, gastrointestinal disorder, epiploic appendagitis, visual impairment, weight increased, weight decreased, back pain, bacterial vulvovaginitis, migraine, headache, anaemia, vaginal infection, vulvovaginal discomfort and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, bacterial vulvovaginitis, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, epiploic appendagitis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis, vulvovaginal discomfort, weight decreased and weight increased to be related to essure. The reporter commented: current weight 222 lbs. Approximate weight at the time of essure placement 245 lbs. Surgical pathology report: uterus, cervix and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: no significant pathologic changes. Uterine corpus: metal coil present in right cornu. Endometrium: proliferative endometrium. Myometrium: leiomyomata. Left fallopian tube: metal coil present. Right fallopian tube: no significant pathologic changes. Per social media ((B)(6) 2020): she was complaining if vaginal discomfort one week post esssure removal. Plaintiff¿s received treatment for-vaginal bleeding, menorrhagia, psychological injury, abdominal pain, dysmenorrhea, pelvic pain female, candida vaginal, bacterial vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: newly added events- candida vaginal, outcome of the previously reported event- bacterial vaginosis, vaginal discharge, pelvic pain female, abdominal pain, dysmenorrhea, vaginal bleeding, menorrhagia were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.